Event description:
Customer reported having issues with the serter releasing the sensor. Customer's blood glucose was 97 mg/dl. Customer stated the sensor was dislodged pulled out of the skin as the serter assembly was removed. Customer was advised how to remove the exposed needle. Customer was advised there might be an issue with the serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.